Event description:
It was reported that the patient experienced extravasation of the shoulder after the procedure was completed. Patient was sent to ICU for observation and released the following day. Patient recovered normally. The unit was about 8-10" above surgical procedure and adjustment was not made to accommodate.

Manufacturer narrative:
Unit has not been returned for evaluation. (B) (4).